Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced pericardial effusion. During surgery the driveline was cut and the pump stopped. The patient remains on extracorporeal membrane oxygenation (ECMO). The pump remains in the patient and is no longer in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the alarm log files revealed an electrical fault logged at 10:48:22 on (B)(6) 2018 due to overcurrent conditions resulting in the stators failing. A vad stopped alarm was simultaneously recorded at the time of the electrical fault alarm. A vad disconnect alarm was recorded one second later, indicating that the driveline had been disconnected from the controller. As a result, the reported pump stop event was confirmed. The reported driveline damage could not be confirmed due to insufficient evidence. Of note, it was reported that the driveline was cut during surgery. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to the reported cutting of the driveline during surgery. If information is provided in the future, a supplemental report will be issued.